Event description:
A malfunction was found in the investigation for the original report of error hazard alarm during operation. The investigation observed corrosion of the fill sensor springs. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
No data was able to be downloaded due to internal corrosion. Because of the data loss, the presence of an alarm could not be determined. Since the batteries were low due to pcb corrosion, a power supply was used to attempt to download data. Corrosion of the fill sensor springs and the chassis were also observed. No leaks or fluid path damage were observed. Fluid damage was observed on the commutator cap. The cause of the observed corrosion could not be determined. It could not be determined if the observed corrosion is in any way linked to the reported alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone14.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.